Manufacturer narrative:
The patient demographic information is unknown. No detailed information was provided regarding the nature of the patient injury, reported as [unknown factors]. We presume some intervention may have been required due to the mention of the patient eye. Site director of materials requested a user manual on their fusion navigation system on (B)(4) 2013. A medtronic representative e-mailed the document to the site on (B)(4) 2013. Medtronic follow-up with site clinical representative stated that since the time of this event, three other surgeons have used this system in approximately 17 procedures without issue. It is the unofficial site opinion there is no issue with this system. No further details have been provided to date. No parts or files have been received by the manufacturer for evaluation.

Event description:
A medtronic ent representative received a report from the site ent coordinator, alleging a calibration issue with their frazier suction. It was alleged that there was an injury to a patient's eye while in an ent procedure. The surgeon completed the procedure with the use of the fusion navigation system. There were no further details provided.

Manufacturer narrative:
Serious injury was checked in the initial MDR, but there is no confirmation or detail provided from the user to indicate there was any more than a minor injury to the eye.(B)(4).

Manufacturer narrative:
Appropriate codes provided. A medtronic representative went to the site on (B)(4) 2013 identified a bent straight suction. The suspect device was discarded and replaced with a new suction. Preventative maintenance was performed within the week and verified the system was working properly. No parts or files have been received by the manufacturer for evaluation.